Event description:
The reporter stated the surgeon was inserting a single piece collamer lens model cc4204bf into patient's eye and haptic tore. The surgeon removed the lens without enlarging the incision. No patient injury. The reporter stated that the lens was loaded improperly into the injector.